Event description:
The customer reported the 9600 system displayed a precharge error message. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as the customer cancelled the service call and repair info is unavailable. However, no report of pt or staff injury was reported.